Manufacturer narrative:
Continued h.6. Type of investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of rheumatoid flare up, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported patient was injected with harmonyca¿ with lidocaine in the cheeks, jaw and under eyes. Approximately a month later, patient was injected with juvéderm® voluma® with lidocaine in the chin. Three weeks later, patient was injected with botox. A month later, patient developed a nodule around chin, pain in shoulder most likely due to a rheumatoid flare up (not device related). Patient was treated with corticosteroid injection for rheumatoid flare up. This is the same event and the same patient reported under MDR ID#: 3005113652-2023-00916 (abbvie complaint#: (B)(4). This MDR is being submitted for the suspect product, juvéderm® voluma®.